Event description:
It was reported that approximately three weeks post implant, an attempt was made to interrogate the leadless implantable pulse generator (ipg) using a patient connector. It was noted that prior to the attempt to interrogate, the application had been updated proactively, however the ipg could not be found. After two minutes of searching for the ipg the patient connector disconnected from the mobile programmer application. This happened repeatedly. Restarting the patient connector did not solve the issue. Also restarting the application did not solve the problem. Finally, the application was closed and the hosting tablet was rebooted and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2023: it was further reported that there was no performance issue noted with the leadless ipg.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer lost connectivity was confirmed. Continuation of d10: product ID 24967, product ID mc2avr1 (B)(6), implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.